Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. Upon repeat, the results were higher. An example is shown. The customer did not receive any reports of impact to patients.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the flowcell.